Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a fracture. A new ra lead was successfully placed. No additional adverse patient effects were reported.